Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female had an unknown mentor saline prosthesis implanted. A physician examination revealed a deflation post procedure. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 03/02/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5918410 was reviewed on 6/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 4/16/2018. The lot number and product code were obtained. The procedure was a breast augmentation revision. Also, bilateral ptosis was noted (see 1645337-2018-02759 for contralateral prosthesis report). On (B)(6) 2018, prior to explant, the saline was removed from the contralateral prosthesis in the physician's office. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 375cc saline prostheses was also performed. There were no procedural complications reported, and the patient was stated to be in good condition following the procedure. Concomitant medical products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, lot #5695246. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/5/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female had an unknown mentor saline prosthesis implanted. A physician examination revealed a deflation post procedure. Ptosis was also noted. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. Also, several creases on both views of the implant were noticed. No other anomalies were discovered. The complaint was confirmed for deflation since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).